Event description:
It was reported that the fiber had been used fewer than 10 times. At the beginning of the procedure, when the laser was activated, the fiber fractured into multiple sections. The patient's condition following the procedure was stable.

Event description:
It was reported that the fiber had been used fewer than 10 times. At the beginning of the procedure, when the laser was activated, the fiber fractured into multiple sections. The patient's condition following the procedure was stable.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found that the fiber body was broken into two pieces, fiber body was broken. The glass tip was degraded. During functional testing the subminiature version a (sma) connector showed not defects. During functional testing "treatment used 6. Treatments left 4" was displayed. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break. Instructions for use states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement.